Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving multiple appropriate shocks for vt. Upon interrogation, unexpected device reset was observed. The patient was symptomatic due to vt episodes and the therapy received. The device was explanted and replaced. Patient is in stable condition.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The por was caused by low battery voltage. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the depletion could not be determined.